Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a hair-like fiber was discovered in the sterile packing of a cook airway exchange catheter. The product was not opened or used on the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One sealed set was received for evaluation. A hair-like fiber was noted sealed in an inner pouch. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: this product is supplied with an instructions for use (IFU) pamphlet, c_t_cae_rev6. The product labeling doesn¿t have any relevant information for this event. Evidence gathered upon review of the dmr and DHR suggests that there are no additional nonconforming devices in house or in the field. It was confirmed upon return of the device that it was manufactured out of specification. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause for the event was found to be due to a quality control deficiency. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4- PMA/510(k) #: exempt. E1 - customer (person): postal code: (B)(6). E3- occupation: administrative officer . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like fiber was discovered in the sterile packing of a cook airway exchange catheter. The product was not opened or used on the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.